Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. The battery charger was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The charger passed visual inspection. It failed the bench test due to 0 output from the charger. The led was also not lit on the charger. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the voltage measurement was performed on the system and the battery voltage was 0 and charging voltage was 0. The battery charger and battery tray were replaced. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging site and confirmed the reported issue. The battery charging board was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the voltage measurement was performed on the system and the battery voltage was 0 and charging voltage was 0. The battery charger and battery tray were replaced. No patient was present at the time of the event.